Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched display window.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.